Event description:
Inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 192, 129, mg/dl. Tests were done within 10 minutes with a difference of 35%. Patient did not experience any adverse events. No further information has been reported.